Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with another manufacturer's device. It was noted that the header of this device was loose. The device was returned for analysis. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report. Visual inspection of the device confirmed the header was loose. The damage to the device header was consistent to damage caused during the explant procedure. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.